Event description:
It was reported that the ilet pump displayed a persistent alert 64, indicating a haptic system error that continued after multiple restarts and produced repeated chirps and alarms, while insulin delivery and blood glucose remained normal; a replacement pump was provided, and education was given on device shutdown and data handling. Symptoms included device alarms and audible notifications. Outcomes included continued use of insulin therapy without reported hypoglycemia, hyperglycemia, or hospitalization, and arrangement for device replacement. Investigation included remote troubleshooting and user education on restart attempts and shutdown to prevent further alerts. Investigation of this device revealed an ongoing haptic subsystem malfunction consistent with a device component failure of the vibration motor or its control circuitry, with the pump otherwise delivering insulin as intended. It was concluded that the cause was a device component malfunction.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."